Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultrasoft lancing device does not fully penetrate. The patient reportedly manages her diabetes with oral medication. Sometime in (B)(6) 2009, the patient reportedly received medical treatment with IV fluids. The patient claimed she had symptoms of headache and dizzy and was hospitalized on 4 different occasions during the month of (B)(6) 2009 due to the alleged product issue. However, it is not clear how the lancing device issue attributed to the alleged hospitalization since the onset of the product issue reportedly began in (B)(6) 2010. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the hospitalization. According to the troubleshooting performed with customer service, the product issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was hospitalized and received treatment suggestive for hyperglycemia as a result of the product issue.